Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The original equipment manufacturer (OEM) performed a review of the device history record and found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. An investigation was completed by the OEM and determined that there is no manufacturing nor processing related cause for this failure mode. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Device was evaluated. Inspection determined that the unit failed the gnd to phase test (shorted) and found no output. The device is non repairable. The investigation is ongoing; therefore, the root cause of the reported failure cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that at the beginning of an unspecified procedure, the handpiece was not functioning as intended. The system was not reading the unit. It was suspected that something maybe wrong with the electrical circuit. The intended procedure was completed using similar device. Serial number used was not provided. There was no patient harm on the reported event. No user injury reported.